Event description:
The family member of the home patient (hp) reported the hp felt overfilled with fluid during fill 1 using the homechoice cycler for apd therapy. The hp's family member relates that the hp performs a last fill of 2000mls, which is drained out during the initial drain phase of the subsequent apd therapy. The cycler had drained only 40mls when it advanced from the initial drain into fill 1 and began to deliver the preprogrammed fill volume of 1800mls. The device had delivered 1700mls of the programmed fill volume when the hp complained of feeling overfilled. The hp's family member stopped fill, disconnected the hp from the homechoice system and performed a manual drain, removing approximately 3700mls of fluid. Afterwards, the initial drain alarm was increased from omls to 1400mls and the hp reinitiated apd therapy with a new setup. According to the hp's family member, the hp continued therapy to completion with no further difficulties and there was no patient injury or medical intervention.